Event description:
Mirvetuximab soravtansine-gynx (elahere) 300mg was infusing thru b.braun infusomat space pump IV set around 1300. Nurse came to check on patient around 1500 and noticed she was wet on her arm from medication leaking from the in-line filter of the IV set. It seemed as though no medication infused into the patient and leaked out of the filter. The volume of liquid that was on the patient seemed to be the case. Nurse took a video of the medication leaking from the filter. Patient was immediately taken to the shower upon discover. No reported injury.